Manufacturer narrative:
A quality-safety evaluation was provided on 22-dec-2016. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 26-dec-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 815 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: a (B)(6) female study patient had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain. Essure was removed via laparoscopic tubectomy under general anesthesia. The investigator considered the event as possibly related to essure. The event was considered non-serious by the investigator and is considered anticipated in the investigator's brochure for essure. Abdominal pain may occur with essure therapy. Based on its nature and lack of alternative explanation, company agrees with investigator's assessment and assesses the event was related to essure. This case was regarded as incident because device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible.

Event description:
This is a clinical study case report received from an investigator in (B)(6) on 03-nov-2016 which refers to a (B)(6) female patient who was involved in a interventional company-sponsored study, study number: (B)(4) and had essure (fallopian tube occlusion insert) inserted. Study description: use of transvaginal ultrasound to confirm essure® micro-insert placement in women: demonstration of effectiveness. Patient number: (B)(6). Center number: (B)(4). On (B)(6) 2015, the patient experienced severe abdominal pain, which was considered as non-serious by investigator. On (B)(6) 2016, essure was removed via laparoscopic tubectomy under general anesthesia. The outcome of abdominal pain was reported as recovered with treatment. The investigator considered the event as possibly related to essure. Company causality comment: a (B)(6) female study patient had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain. Essure was removed via laparoscopic tubectomy under general anesthesia. The investigator considered the event as possibly related to essure. The event was considered non-serious by the investigator and is considered anticipated in the investigator's brochure for essure. Abdominal pain may occur with essure therapy. Based on its nature and lack of alternative explanation, company agrees with investigator's assessment and assesses the event was related to essure. This case was regarded as incident because device removal was required. A product technical analysis is being sought.